Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 2 patients tested for troponin t quantitative on an h232 instrument. The dr's assistant tested patient 1 on an h232 instrument where the initial troponin t quantitative result was approximately 50-100 ng/l. The patient was sent to the hospital where the troponin t result was "negative." The actual result has been requested but not provided. On (B)(6) 2015 the dr's assistant tested patient 2 (male) on an h232 instrument where the initial troponin t quantitative result was 116 ng/l. The patient was sent to the hospital where the troponin t result was "negative." The actual result has been requested but not provided. It was noted that both patients were hospitalized. No specific details were provided. No adverse event due to the device has been reported. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states. The h232 instrument with serial number (B)(4) was returned for investigation. Retention samples of the same lot that customer used were tested on the customer's instrument and an h232 instrument used at the investigation site. All test results fulfill the requirements.